Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, there was observed fluid/blood within the device header, and an impedance measurement measuring 35 ohms. The physician reported flushing the header to remove the fluid, however impedance remained at 35 ohms when they reconnected the electrode. The header was then flushed with air, after which a baseline wander was observed, potentially due to residual air. A small amount of fluid/blood was still noted within the header. The physician tried to clean and dry the header with a compress and cotton swab, despite the efforts blood was still visible at the side of the terminal pin. Technical services was consulted and advised replacing the device as patient safety could not be guaranteed. A new device was successfully implanted, and the attempted device is expected to be returned for analysis. No adverse patient effects were reported.